Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis found upper and lower cases, high rate, two side bails, and ring covers were broken. Additional findings noted battery drawer was broken, heart block was contaminated, two side bails were bent, and the ring was missing. The main printed circuit board was out of electrical specification.

Event description:
The temporary pacemaker was returned to the manufacturer for repair and subsequently tested out of specification.